Event description:
It was reported that, patient had a broken gamma nail. Patient was revised with a fully coated stem implanted.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.